Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the device revealed the glass cap has a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture can rotate independently of metal cap, indicative of a fracture beneath the metal cap. The glass cap exhibits moderate devitrification at output window and the metal cap exhibits severe debris adhesion on surface. During functional testing with the hene (helium-neon) laser fixture, no signs of breakage were identified along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed proximal circumferential fracture the reported event of fiber dislodge was not confirmed, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. It is likely that the circumferential fracture occurred due to elevated temperature near the laser beam at the output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
Boston scientific received information that a fiber dislodge during a laser vaporization of the prostate procedure. The fiber was considered a risk for fiber rupture due to overheating if use had continue. The fiber was changed to continue the procedure. No further information was reported.

Event description:
Boston scientific received information that a fiber dislodge during a laser vaporization of the prostate procedure. The fiber was considered a risk for fiber rupture due to overheating if use had continue. The fiber was changed to continue the procedure. No further information was reported.